Event description:
It was reported that this right ventricular (rv) lead threshold has been increasing since implant. Moreover, it was also indicated that a micro dislodgment has led to the increased threshold. An x-ray was done, and the lead looks to be in the same position as it was at implant. The patient was scheduled for a future revision. Additional information was obtained which indicated that the patient felt diaphragm stimulation but turned out to be not true. Additionally, the patient felt pacemaker syndrome due to the auto threshold algorithm running thresholds. A device reprogramming was made and the patient no longer feeling any stimulation. Furthermore, the physician decided not to do a lead revision. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.